Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye scratches were observed on the iol. The device was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was retained and returned to rayner for evaluation. Preliminary visual inspection of the returned packaging contents identified that two injectors and one intraocular lens (iol) were returned within the same package. It has been confirmed by the healthcare facility that the injectors are associated with two separate devices: one used for the original implantation (B)(4) and a back-up device that was also reported as faulty (B)(4). Although both injectors originate from the same manufacturing batch (same lot number) and have different serial numbers, they were returned without any identification indicating which injector corresponds to which serial number. Therefore, the results of the product return inspection and any subsequent testing are being presented identically for cases (B)(4) and (B)(4). The subject lens was returned in a dehydrated state, adhered to the inside of the blister tray. The lens was received cut into two pieces and exhibited multiple stress marks, consistent with having been cut in situ to facilitate explantation. The condition in which the lens was returned prevents verification of the reported event. Injector 1: preliminary visual inspection of the injector confirmed that the flaps were firmly closed, and the plunger was fully retracted. Viscoelastic residue was observed within the nozzle. The injector was disassembled, and all components were examined under 10× magnification. No damage was identified to any part of the device to facilitate functional testing, the injector was reassembled and loaded with 1x rayone aspheric 600c lens from rayner stock. The device was prepared and operated in accordance with the IFU, using ophteis bio 3.0% ovd. The injection was completed successfully with no resistance, and no damage was observed to either the test lens or the injector following use. A toluidine blue 0.5% dye test was performed on the nozzle to assess the integrity of the nozzle coating. No irregularities or coating defects were identified. The root cause of the reported fault could not be established; however, injector related root cause has been ruled out during testing performed. Results of injector testing confirm that the device performs as intended/per design. Injector 2: preliminary visual inspection of the injector confirmed that the flaps were firmly closed, and the plunger was fully retracted. Viscoelastic residue was observed within the nozzle. The injector was disassembled, and all components were examined under 10× magnification. No damage was identified to any part of the device. To facilitate functional testing, the injector was reassembled and loaded with 1x rayone aspheric 600c lens from rayner stock. The device was prepared and operated in accordance with the IFU, using ophteis bio 3.0% ovd. The injection was completed successfully with no resistance, and no damage was observed to either the test lens or the injector following use. A toluidine blue 0.5% dye test was performed on the nozzle to assess the integrity of the hydrophilic coating. No irregularities or coating defects were identified the root cause of the reported fault could not be established; however, injector related root cause has been ruled out during testing performed. Results of injector testing confirm that the device performs as intended/per design. Lens the lens was observed to be stuck to the side of the blister tray. The lens was returned in two pieces, consistent with having been cut to aid explantation. The condition in which the lens was returned prevented any verification of the reported scratches in the lens material. The root cause of the event cannot be established from the evidence and information available; however,it is possible to exclude an inejctor related cause.

Event description:
On 18th may 2026, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone galaxy rao605g. The event description provided states that immediately following implantation into the eye scratches were observed on the iol necessitating lens explantation and exchange.